Event description:
New information noted the patient passed away peacefully at home. No additional information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. Related manufacturer reference number: 2017865-2019-04749; related manufacturer reference number: 2017865-2019-04750; related manufacturer reference number: 2017865-2019-04751.